Event description:
The customer reported alleged inability to test due to "insert strip" messages on the customer's one touch profile meter which resulted in a visit to the ER. The customer's blood glucose results in the hospital were 64, 40, 26, and 76 mg/dl, the customer was given orange juice and "direct sugar". In addition, it was reported the customer's medications were reduced. The meter was replaced.